Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient experienced nausea, vomiting, abdominal pain, difficulty in breathing and high blood glucose level and patient also faced a bent cannula due to which the patient was not receiving any insulin. Moreover, the patient did not notice it until patient experienced diabetic ketoacidosis. Therefore, on (B)(6) 2021, at 11:30 am, the patient was admitted to the hospital with blood glucose level of 650 mg/dl due to diabetic ketoacidosis. Further, the patient stayed in the hospital for three days. Reportedly, patient's blood glucose level was high again and needed to call the doctor immediately. Currently, the patient's blood glucose level was 490 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.